Event description:
Report one of two received of the pt experiencing a feeling of their "heart racing and numbness of the tongue" while connected to the device. The customer reports that the pt received the tubing and the next day called with the complaint of tubing "flaking off" and feeling their heart racing and numbness of their tongue. The pt was receiving dilaudid via a PICC line and has been on dilaudid for a long time. The infusion was stopped immediately. The customer contacted a local pharmacy to deliver new medications and tubing. The dilaudid was resumed within three hours. The pt's pain stayed in control. It is unknown to the reporter how long the symptoms persisted. The pt was reported to be fine the same day as the occurrence. The customer examined the tubing set and did not see flaking anywhere on the tubing set. The customer did note the tubing was discolored when compared to a new set. Additional info was requested, but no further info was available.